Manufacturer narrative:
The customer returned the suspected contour® next ez meter with serial # (B)(6) for evaluation. The test strips associated with the event were not returned. The returned meter and the in-house contour® next test strips from lot # 3mheg02a were used for in-house testing, using blood spiked with glucose at 134 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory. The kilt lot # for the contour® next ez meter with serial # (B)(6) has been updated in section d4.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next ez meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report. Gudid information does not exists, as the device was manufactured before the UDI implementation date.

Event description:
The customer from mexico called ascensia customer service to seek assistance with the contour® next ez meter. During the troubleshooting, it was found that her blood glucose readings were not being stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.